Event description:
The customer reported to customer service that the power cord housing has opened up at the box.

Manufacturer narrative:
A replacement power cord was sent to the customer. The customer emailed medela customer service and stated the power cord housing has opened up at the box. The power cord was replaced and requested the defective power cord be returned for evaluation. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. In the follow up with the customer, she stated the housing opened because of a lost screw. She was unable to close it without messing with the inside components. She has used the pump for 4 months about 5 times a day. The power cord is plugged/unplugged about 4 times a day. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored.